Manufacturer narrative:
Only the implant was returned to the manufacturer for evaluation with the delivery system having been discarded at the reporting hospital. Thus, the investigation and inspection of the implant by the manufacturer was conducted following insertion and removal of the implant from the patient. The implant contains a series of radial tines that provide tissue opposition between the graph and aorta to create the anastomosis. Physical examination of the implant demonstrated that all tines were intact and appeared to be formed completely with some distortion of two outer tines. It is unclear if the distortion occurred at the time of deployment or removal of the implant from the aorta and the graft. Since the delivery system was discarded at the reporting hospital, functional testing of the device was unable to be performed. Corrected data: corrected MFR report #. Incomplete device returned

Event description:
It was reported that during an off-pump coronary artery bypass graft (CABG) procedure, a pas-port device was used. The surgeon deployed the implant and the anastomosis was successfully created. Following implantation, two severe leakages were noted at the implant site. The surgeon clamped the aorta and removed the implant. The surgical procedure was converted to an on-pump CABG. An enclose ii proximal anastomosis assist device (vitalitec international, inc.) Was later used. The surgery was successfully completed with no reported patient complications.